Event description:
During an atrial flutter procedure, it was observed that the tip of the guidewire was broken at the end of the j end. An attempt was made to cut and insert again, with no resolution. Multiple attempts were made to insert the device. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. The guidewire had been broken off at the distal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage remains unknown.